Event description:
Information received indicates the left foot siderail came off the bed completely with the mounting screws still attached to the bed.

Manufacturer narrative:
The technician replaced the left foot siderail to repair the bed. Bed is operating properly.